Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. The bolus wizard is functioning properly per bolus wizard sample in the user guide. Pump was monitored for 3 days and no unexpected off no power alarm, powering off or constant audio alarms noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube, stained end cap sticker, and scratched reservoir tube window. The end cap and drive support disk were inspected and no damage noted. (B)(4).

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 700 mg/dl at the time of the incident. The customer stated that they were in the hospital and had almost died. The customer was treated with a bolus. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.